Event description:
Cardiac tamponade of patient during transeptal puncture for a/fib ablation. Biosense webster cs catheter bd710df282rt in situ at the time. Transeptal needle into aortic root causing cardiac tamponade and consequent pericardiai scentesis required and then open cardiac surgery to repair . Was surgery delayed due to the reported event? Yes, action taken when event occurred? Pericardial scentesis and open cardiac surgery , was procedure successfully completed? No. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. If no, explain procedure aborted due to tamponade, patient status/ outcome / consequences ? Yes, patient consequence description was there a clinical outcome experienced by the patient (infection, inflammation, etc)? Open cardiac surgery performed in cath lab with then transfer to acute hospital, was other medical intervention (e. G. X-rays, additional procedures, prescriptions, otc, revision) required: yes. Is the patient part of a clinical study? No. (B)(4) device property of none device in possession of ? None. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).